Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 25 g x 5/8 in. Bd¿ general use sterile hypodermic needle detached from the syringe during injection. It was successfully retrieved from the animal but when they tried a trial injection into a practice pad, the same thing occurred. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: nine samples were returned. The one failed sample had very little epoxy applied to the needle, and there were epoxy splatters on the tip of the hub. The other eight samples did not have any issues with the applied epoxy. Assembly batch 6271876 had 94 visual inspections performed on 4,850 parts with zero defects noted. The epoxy inspection system was challenged 46 times using 1,150 parts with zero failures recorded. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. However, our quality engineer notes that a potential cause could be that the epoxy detection system saw the epoxy splattered on the hub tip, but called it an acceptable part.